Manufacturer narrative:
(B)(4). Device is a combination product.(B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the target lesion. However, the device could not advance through the guide catheter. The device was attempted to be removed but it was stuck inside the guide catheter. The guide wire, guide catheter, and the synergy ii stent were then removed altogether. After removal, it was noted that the stent shaft was fractured. Subsequently, a new guide wire, guide catheter, and 3.00 x 12 synergy ii drug-eluting stent were used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a tuohy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found multiple several kinks throughout the hypotube. The hypotube was separated 60.5cm distal to the strain relief. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found no issues with the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the target lesion. However, the device could not advance through the guide catheter. The device was attempted to be removed but it was stuck inside the guide catheter. The guide wire, guide catheter, and the synergy ii stent were then removed altogether. After removal, it was noted that the stent shaft was fractured. Subsequently, a new guide wire, guide catheter, and 3.00 x 12 synergy ii drug-eluting stent were used to complete the procedure. No patient complications were reported and the patient's status was fine.